Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The prograsp forceps instrument was analyzed and found to missing grip pins to be related to the customer reported complaint. Grip pins on the distal end are visibly missing. The missing pins are not returned with the instrument. This causes the jaws to move uncontrollably. The instrument was found to have a frayed grip cable at both the proximal clevis hole and the grip hub, but the cable is not fully broken. The frayed cable strands stuck out at the wrist. There were no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. The complaint regarding the broken pin at tip, jaw will not stay closed, was confirmed by failure analysis.

Event description:
It was reported that the prograsp forceps instrument had a broken pin at the tip. The jaws of the instrument would not stay closed. There was no reported injury. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.